Event description:
It was reported that "during surgery white tip fell off. Tip was retrieved."

Manufacturer narrative:
The device has been returned to conmed for eval. When the investigation report is complete, a supplemental report will be filed.